Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire with a separated tip. The guidewire shaft was inspected for damage. The shaft showed multiple kinks and bends. The device showed that the tip was separated. The separation was located at 10cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the wire broke in the catheter. A 180x25cm fathom -16 wire was selected for use. During the procedure, it was noted that the wire broke off in the catheter. Consequently, the physician removed the wire together with the catheter. No fragment remained inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the wire broke in the catheter. A 180x25cm fathom -16 wire was selected for use. During the procedure, it was noted that the wire broke off in the catheter. Consequently, the physician removed the wire together with the catheter. No fragment remained inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.